Event description:
Customer reported 2 false positive hcg results. Each was confirmed with a negative serum hcg. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
Customer reported the calibration bar is cleaned less than once a month with tap water and that a positive control is run every 24 hours. The customer has not responded to multiple requests for add'l info.